Event description:
The patient was to receive radiation therapy to the tonsils for cancer. The phillips adac pinnacle treatment planning system was used. The system apparently has an automatic default that is not well known. The default occurred without the knowledge of the physician or techs. The patient received radiation to the optic nerves unintentionally for a total of 31 times. The problem was discovered when the patient presented with a rash to an unexpected area.